Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer's parent stated that the drive support cap appeared normal. The customer's parent stated that the insulin pump was not exposed to high magnetic fields. The customer's parent was assisted in clearing the alarm and performing a rewind. The customer's parent stated that they were able to complete pump rewind. The insulin pump's alarm history contained more than one motor error within a thirty day period. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's parent also mentioned that the battery and tube was changed but the motor error was still received. The parent also mentioned that the customer was pulled out the camp due to the insulin pump and high blood glucose level of in the 400mg/dl and ketones. There was no indication of troubleshooting for the high blood glucose reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test,unexpected restart alarm error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump had broken battery tube threads, cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.